Event description:
It was reported that a patient received a second-degree burn following a magnetic resonance (mr) breast scan. The patient stated that 2-4 days after the exam, a blister between the size of a nickel and a quarter formed on the apex of her left breast, close to a prior surgery location. The patient did not experience any warming, reddening or discomfort during or after the scan. The patient did not report the burn to the site until two weeks after the exam. The patient was advised by the site to see her primary care physician, or go to the emergency room to have the burn evaluated. The site received no further confirmation from the patient regarding the size of the blister or if treatment was received. The patient was positioned feet first, prone, arms raised toward her head. Ge recommended padding between 1/2 to 3/4 inches thick was reportedly used during the scan to prevent skin-to-skin contact. There was reportedly no contact between the patient's body and the coil. The pulse sequence and scan times are as follows: scout = 00:17; asset = 00:06; ax vibrant = 01:40; ax ir = 02:45; lt sag t2 fs = 03:23; rt sag t2 fs = 03:23; bilat sag vibrant = 03:00; bilat sag vibrant post = 12:30. The total scan time was approximately 40 minutes.

Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and to investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log), surface coils/accessories: (surface coil/ECG checks), system/image quality: (system level testing to check for system failures), patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The root cause of the patient burn could not be determined as the system was found to operate as designed, and the patient was reportedly padded per ge recommendation. It should be noted that the patient has had chemotherapy and radiation therapy since 2010 but no therapies were performed the day of the scan. It is unknown if this may have contributed to the reported burn.